Event description:
Due to "error 2" message on meter, pt had to call paramedics. Pt was having low blood sugar symptoms. They tried to take blood test but meter just shows "error 2" message. Fifteen mins later pt's coworkers had to call paramedics. Paramedics then gave pt IV glucose to treat hypoglycemia. Paramedics obtained a reading of 43mg/dl on an unk meter. No further info has been reported.